Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 10 months post implant of this 21mm aortic bioprosthetic valve, the patient was eva luated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as aortic stenosis. Ultimately 5 days later a non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.